Event description:
The report received from the affiliate indicated that when the package was opened, the stent was dislodged from indicated delivery system. Further information indicated the problem was visible through the sterile pouch; however, the device was removed from the pouch, there were no other anomalies identified in the device or the packaging.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the drug eluting stents distributed in the united states.